Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b6, g6, h2, h6 and h11. The reported event could be confirmed since the affected device was returned for investigations. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (medical imaging, returned device, DHR review, complaint history review, surgeon assessment), it appears that the pe liner dislocation is most likely related to patient related factors (bone regrowth observed around the cup leading to a cam effect) rather than a device problem. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the patient underwent a revision surgery due to pain 5 years after implantation. During the procedure, a significant recurrence of osteophytes was observed. After debridement, the surgeon replaced the neck.